Event description:
The physician reports that the crystalens haptic tore after delivery using the crystalsert lens injector system. Intervention was performed in order to enlarge the incision, remove the damaged lens, and suture the incision. A second crystalens was implanted successfully and the pt's prognosis is good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the primary cause of the haptic damage was related to use of the lens injector system.